Manufacturer narrative:
(B)(4). The customer reported that they evaluated the device and replaced the keypad. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a device alert message with keyboard errors. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed as a result of the event.